Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary investigation selection, investigation site: cq zuchwil, selected flow: device interaction/functional. Visual inspection: the drill bit and the guide were returned together, the drill bit is stuck in the guide. There are some strong stress marks above the guide tube at the shaft of the drill bit visible. Functional testing: a functional testing cannot be performed as the devices are completely jammed, the drill bit is totally stuck and no movement is possible. Dimensional inspection: the relevant dimensions of the drill guide cannot be verified anymore as the drill bit cannot be removed. The age and the used condition of the drill guide indicates that the device was previously used without any issues, which speaks against a dimensional issue at the guide. Document/specification review: drawings were reviewed. There is no indication of a design related issue, there is a clearance of at least 0.05mm between the drill bit and the guidance. Investigation conclusion: the complaint is rated as confirmed as the drill bit is stuck in the drill guide as complained. During the performed evaluation no manufacturing related issue could be detected. The exact cause of this occurrence cannot be defined as it is impossible to disassemble the devices. The visible strong stress marks at the shaft of the drill bit are an indication for any excessive contact, this could be an indication that too much lateral stress was applied onto the drill bit during use. This can lead to a deformation of the shaft and finally to a jamming of the drill bit in the guide. Drilling chips may also have played a certain role. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 312.280, lot: 9825851, manufacturing site: bettlach, release to warehouse date: april 12, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a drill bit seized in the double drill sleeve. This was discovered during loan kit inspection. There was no patient involvement. This report is for one (1) 3.5mm/2.5mm double drill sleeve. This is report 1 of 1 for (B)(4).